Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was skipping. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was skipping on (B)(6) 2017. There was no harm. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device would not cut and the 1.5 and 4 inch width plates, air hoses and standard repair parts were replaced. This is not a related issue. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Initial qa inspection of the air dermatome by zimmer biomet surgical was not performed since the device was not retuned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical sine the device was not returned for the repair process. The reported event was non-verifiable since the device was not retuned for evaluation. The root cause of the device skipping cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.